Event description:
Lead taste in mouth. Lost all sense of taste. Since pulling rigident and polygrip off the shelves, have had to use fixodent powder. Have lost appetite because cannot taste food this powder has very strong taste and I actually feel nauseated. I feel that both rigident and polygrip were a much better product. It is a shame that no one is leaving us much choice in this matter. I read the warnings about fixodent powder and, and to be sure, it looks worse people out there that feel as discouraged as I do. Bottom line is that fixodent powder needs to be checked before it chokes someone. Thank you.